Event description:
A posterior capsule tear with vitreous loss occurred following insertion of the intraocular lens. A vitrectomy was required. The reporter feels a rough edge of the haptic may have contributed to the tear.